Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not rotate perforators" was confirmed. During service, the technician found that the device's driveshaft had no rotation. If additional info becomes available, a supplemental report will be sent.

Event description:
Report received from the u.s.a. Stating that the device "will not rotate perforators." The device was bing used during surgery. There was no pt or user injury reported. It is unk if medical intervention or a delay in surgery occurred. There was no additional info provided.